Manufacturer narrative:
A sample was available for evaluation. Visual examination of the sample shows a hair inside the package on the foam tip. As a result, bd was able to verify the reported issue. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. Production record review was completed for batch/lot: 0347762 and no non-conformances were identified during the manufacturing of this lot. An initiative to replace labs coats with electrostatic lab coats is on going preventing hair coming into the controlled manufacturing environment. No further actions are required. This failure mode will continue to be tracked and trended. H3 other text: see narrative below.

Event description:
It was reported dark hair found within the product packaging. Per email: please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database. I will follow up with you for a status update in a couple of weeks. [Omitted]: product catalog number: 930715. Product description: applicator 2% chg 70% isoprpnl 1 step apl 10.5ml orng hi-lt. Origin of the issue: surgery. Detail: dark hair found within the product packaging. Number of occurrences: 1.0. Sample available: true. Lot number: 0347762.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect: clinical code: (B)(4). Imdrf annex a code medical device problem code: (B)(4).

Event description:
It was reported dark hair found within the product packaging. Per email: product catalog number: 930715. Product description: applicator 2% chg 70% isoprpnl 1 step apl 10.5ml orng hi-lt. Origin of the issue: surgery. Detail: dark hair found within the product packaging. Number of occurrences: 1.0. Sample available: true. Lot number: 0347762.